Event description:
It was reported that the letter "v" is entered after every pump keypad selection.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.